Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary finding of broken distal instrument pitch cable to be related to the customer reported complaint. The instrument was found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Additional observation(s) not reported by site were also identified: the tenaculum forceps instrument was found to have a frayed grip cable at the distal end.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the tenaculum forceps instrument had broken exposed wire. The procedure was completed with no reported injury.